Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient did not receive any alerts through remote transmission for unrelated inappropriate shocks. The device was explanted and replaced. The patient was stable.